Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she/he was hospitalized due to high blood glucose. Customer's blood glucose at time of hospitalization was 489 mg/dl. The customer was admitted to the hospital. The customer was hospitalized due to infection and can't be disclosed. The customer was in the hospital at time of call and now wearing the pump at the time of hospitalization because she hasn't had supplies all week. The customer is going to see trainer next week.